Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have periodontal disease after using retainers, their teeth are now sensitive and gums are receding. Contraindicated.